Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 380 mg/dl back to back with a result of 150 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were taken or treatment received. No adverse event reported. A request for the return of the suspect device and replacement product was sent. Reporter stated the strips were used and so no product will be returned for eval.